Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the twist clamp on a ce minicap extended life pd transfer set. This was described as ¿the patient had finished draining into a empty bag¿ and when the patient ¿tried to turn to disconnect instead of taking the bag out it was disconnecting in two pieces¿ and also the patient experienced ¿an accidental disconnection¿. As a result, the patient was given cefazolin 1g/day for three (3) days, per the hospital protocol as a precautionary measure. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.